Event description:
Per thestudy, this male patient, with a history of hypertension, previous smoking, non-iddm (type ii), recent non-q wave mi (>72 hours), q-wave mi (1984), was admitted for coronary intervention due to unstable angina. He was currently taking aspirin, plavix and insulin. Angiography revealed three lesions, one in the mid-lad, one in the proximal-lcx and one in the mid-lcx. The mid-lad lesion was an 80%, type b2 stenosis. The lesion was predilated with a 2.5 x 20mm balloon to 12 atms. A 3.5 x 23mm cypher select stent was implanted to 14 atms. No post dilation. Timi iii pre and post. The proximal lcx lesion was a 75%, type b2 stenosis. The lesion was predilated with a 2.5 x 20 balloon to 12 atms. A 3.0 x 18mm cypher select stent was deployed to 14 atms. No post dilation. Timi iii pre and post. The mid-lcx lesion was an 80%, type b2. The lesion was predilated with a 2.5 x 20 balloon to 12 atms. A 3.0 x 33 mm cypher select stent was deployed to 14 atms. No post dilation. Timi iii pre and post. Within the 24 hours following the procedure, the patient experienced a non-q wave mi. The ck-mb peaked at 16.5 (3.3 times the upper limits of normal). The ECG was undeterminable. The patient was treated medically and recovered without sequelae.

Manufacturer narrative:
Note: cypher select is not distributed in the us; however, it is similar to us cypher product. This is one of three reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2007-01555, -01556, -01557. Additional information will be submitted within 30 days of receipt.